Event description:
It was reported to philips that the device's ECG and arterial tension not functioning and the device was in the rain. There was no reported patient involvement/adverse patient impact.